Event description:
It was reported that the device exhibited no bipolar sensing or capture, and <200 ohms impedance in both configurations.

Manufacturer narrative:
Final analysis found the device to have an intermittent short, due to the distal coil being overtorqued.

Event description:
It was reported that during an unknown procedure, the device misfired. It is not reported as to what was used to complete the procedure. It is not known if there are any adverse consequences to report. The device was discarded.received the following information on 11/18/2009:during a tumor removal of the rectal sigmoid junction, while removing the tumor, the device was fired and the surgeon noticed that there were unclosed staples and the staple line was disrupted. The patient experienced bleeding that was controlled with sutures. The patient received two units of blood. The patient has been discharged. The device was discarded.additional information being requested.